Event description:
Customer reports that he obtained a result of 544 mg/dl and switched to a different vial of strips of the same lot to receive a result of 180 mg/dl. Comparison was reportedly performed within 4 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.